Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a patient was having an allergic reaction to medication that caused his skin to itch with welts and was aggravated by the device. The patient was recommended to take benadryl from his nurse. The patient reported that the skin irritation has improved.